Manufacturer narrative:
It was reported during follow up that the patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized on the same day as onset of the peritonitis event. The event was manifested by abdominal pain, cloudy pd effluent and diarrhea. On the same day as onset, the patient was treated with intraperitoneal vancomycin (2gram dependent of the serum levels, for five days), intraperitoneal ceftazidime (1gram per day, for five days) and intraperitoneal meropenem (500 mg per day, for five days) for the event. Three days after onset of the event, the apd therapy was discontinued and the patient was started on hemodialysis. Two days after the patient was switched to hemodialysis, pd catheter was removed and the patient was started on intravenous vancomycin (2 gram, dependent of the serum levels, duration not reported) and intravenous ceftriaxone (1g per day, duration not reported). At the time of this report, the patient remained hospitalized and was recovering from the event and hemodialysis was ongoing. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. It was not reported if peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient stopped the treatment with vancomycin and ceftriaxone twenty-six days after initiation. Thirty days after admission the patient was discharged from the hospital and was recovered from this peritonitis event. At the time of this report the patient remained on hemodialysis (access through an arteriovenous fistula (avf)). Should additional relevant information become available, a supplemental report will be submitted.